Event description:
The customer reported that on (B)(4) 2011 several erratic modular creatinine (creatm) patient results were produced on the synchron lxi 725 clinical system. The results produced were believed to be different from the previous day's results and they did not correspond with bun (blood urea nitrogen) results. Calibration results were acceptable. Data supplied by the customer indicated that two erroneously high creatm results and one suppressed result were generated on the synchron lxi 725 clinical system for three patients. Repeat results reveal a reduction in creatm values for two out of three patients. The results were not reported out of laboratory and hence there was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Service was dispatched. The field service engineer (fse) identified the crem module leaking at reagent pump syringe. The cup was cleaned and the reagent pump syringe was replaced.